Event description:
It was reported that the patient experienced shortness of breath and pauses. It was also reported that the patient experienced pericardial effusion and pericarditis. It was also reported that the right ventricular (rv) lead had dislodged and had perforated the patient's right ventricle. It was also reported that the rv lead exhibited high thresholds. X-ray and echocardiogram confirmed the effusion. The rv lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.